Event description:
The mother reported that the insulin pump had a frozen screen. The mother did not have the insulin pump with her, and was unable to troubleshoot. Advised to remove the battery for two hours and call back if the issue continues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.